Event description:
It was reported that 45 days after an acromioplasty procedure using a dyonics rf-s whirlwind 90 probe with integrated cable, the pt presented with a 1st degree burn alleging it occurred during the surgery. There were no specific surgical details reported to arthrocare, as the facility was unaware of any pt injuries until 45 post procedure. No further information was provided regarding the treatment of the burn; however, no additional pt complications were reported.